Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The customer replaced the patient side manipulator 1 (psm1) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure during the test drive.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, repeated error 23002 occurred on patient side manipulator 1 (psm1) axis 4. The customer tried to recover the fault by fault override but the issue persisted. The issue was still not resolved after a power cycle of the system. The procedure was converted to laparoscopic surgery with no reported injury. An isi field service engineer (fse) was dispatched to further investigate the issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon elected to convert the procedure to laparoscopic surgery. It was possible to disable arm 1 and continue with 3 arms; however, the surgeon did not want to delay the procedure further. There was no injury or harm to the patient. The issue was not resolved until after a field service engineer (fse) came on site. There was no issue noted during setup of the system. The system was inspected prior to use. There was no issues with port placement. The surgical staff did not observe any outside influences that were impeding the movement of the system or the arms. The site attempted to reseat the instrument and the drape. There was no post-operative complications reported. No video recording of the procedure was available for isi review.